Event description:
The customer reported the system failed to produce an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified nor duplicated. However, the x-ray tube was adjusted. The system was found to be operating as intended.